Event description:
A system alarm occurred at the start of a routine hemodialysis treatment. The operator completed partial rinseback prior to running out of saline, resulting in an estimated blood loss of 90cc. Epogen was increased on (B)(6) 2011 from 20,000 units 1xweek to 40,000 units 1xweek, with a one time additional dose of 40,000 units on (B)(6) 2011. No other medical intervention was required for the blood loss.

Manufacturer narrative:
The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The blood loss is attributed to the operator unable to complete rinseback as a result of running out of saline. The user guide includes instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility, and further instructs the operator to make sure enough saline is available to rinse back the blood. Nxstage medical considers this report closed. No additional info will be provided.